Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change. Externalized conductors from the right ventricular lead were noticed during the procedure. The lead's measurements were all normal, so physician decided to leave the lead implanted in the patient. Patient condition after the procedure was stable.